Event description:
It was reported that a pump issued a cartridge alarm during use, identified as alarm 20. There was no adverse impact to the customer's blood glucose level. Although the customer received assistance from technical support to reload the cartridge using the proper technique, the alarm persisted, preventing the resumption of insulin therapy. As a result, technical support decided to replace the pump and instructed the customer on using an alternate insulin delivery method. The customer was also guided on putting the faulty pump into storage mode for return.